Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's l2 lead had migrated and due to this the patient is experiencing high impedance. Surgical intervention occurred on (B)(6) 2023 but the lead was unable to be explanted due to scar tissue.